Manufacturer narrative:
Product ID 3888, lot# v591423, implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type: lead, product ID 3888, lot# v690039, implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type: lead, product ID 37082, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type: extension, product ID 37082, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type: extension, product ID 3487a, lot# v444721, implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type: lead, product ID 3487a, lot# v444721, implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type: lead. (B)(4).

Event description:
It was reported that the patient experienced wound dehiscence and infection at the implantable neurostimulator (ins) site following implant. The entire ins system was explanted on (B)(6) 2012 and it was unknown if cultures were performed. The patient was reported to be "recovering fine." It was noted that the patient also had a pain pump system that was not explanted. If additional information is received, a follow-up report will be sent.